Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-09956. It was reported the patient lost effective coverage due to the l3(right) and s1(right) drg leads had migrated confirmed with x-rays. The patient underwent surgical intervention where the system was explanted.

Manufacturer narrative:
Medwatch number: mw5081629.

Event description:
Related manufacturer reference number: 1627487-2018-09956, 1627487-2018-13498. User facility medwatch report received that states: after the revision of a drg stimulator (reference 1627487-2018-03399), patient experienced abnormal stimulation, shocks and burning; the ipg was protruding and the patient experienced a burning sensation at the ipg site. The devices failed to cover the patient¿s chronic pain and x-ray results confirmed lead migration. As a result, the system was explanted.